Event description:
The customer reported that "the pod was hard to fill" with insulin. After activating this pod, her bg levels rose consistently (from 304mg/dl to 440mg/dl) over a four hour period despite having administered a correction bolus. The pod was removed and replaced and will be returned for evaluation.

Manufacturer narrative:
The pod was not returned for evaluation - we are unable to confirm any device malfunction. The customer experienced difficulty filling the pod with insulin, which indicates a probable problem with the retainer that allowed a component to move, resulting in internal damage to the device. This damage prevented the plunger from advancing. The user would have been aware of a problem during the fill process. There is resistance felt when filling the pod with insulin and a distinct "cracking" noise resulting from stripping the threads of the component when over-pressurized (though no "cracking" noise was noted in this report). The omnipod user guide states: "warning: never use a pod if, during fill, you detect any crackling noise or resistance while depressing the plunger of the fill syringe. Using a pod with these conditions could result in under-delivery of insulin." The user is also instructed in the user guide to monitor blood glucose levels frequently. The user properly followed user guide instructions by removing and replacing the pod when bg levels failed to lower.